Manufacturer narrative:
(B)(4). The lot was manufactured on march 18, 2014 to march 21, 2014. Evaluation summary: the sample was received for evaluation. A visual inspection noted fluid in the bag that contained the device. When the device was removed from the package, the cause of the fluid in the package was identified to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water. The blue winged luer cap was hand tightened. The next day the sample was examined; no signs of a leak were identified. The device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was report that a large volume multirate infusor leaked an unknown fluid. There was no patient involvement. No additional information is available. This is report 1 of 5.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.